Event description:
It was reported that a diabetic trainer stated the patient experienced signal loss after starting a new dexcom g6 sensor, resulting in the continuous glucose monitor not pairing with the responsible device. Symptoms included no reported clinical effects. Outcomes included no reported impact on the patient¿s health or therapy. Investigation included troubleshooting and education provided remotely by the trainer, with a plan to follow up if pairing remained unresolved. Investigation of this case revealed an unpaired cgm state consistent with signal loss, with no responsible device identified and no device component confirmed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.